Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and replaced sodium electrode to resolve the issue. The fse performed calibration, quality control, and patient samples. All recovered acceptable. The fse verified the analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of low sodium (na) patient results due to negative anion gaps on their au680 clinical chemistry analyzer. The low results were not reported out of the laboratory. The customer repeated the patient samples on another au analyzer and results were normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.